Event description:
During a procedure an attempt was made to use one nc euphora balloon catheter when deflation difficulties were experienced and the device would not deflate at the lesion site. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a non-tortuous, severely calcified lesion with 90% stenosis located in the mid right coronary artery (rca). The device passed through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The balloon was pulled back into the guide catheter and everything was removed in the guide. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.